Event description:
The customer requested a depot repair for a xhibit central station that would shut down on its own after running a few minutes. The unit was received by slhc and the reported problem was verified. The issue was due to a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device.